Event description:
The hearing aid user noticed that the wax guard from his hearing aid was missing. The hearing aid specialist at the dispenser's office referred him to his dr, who removed the waxguard from his ear. There was no injury, no redness, no swelling or no drainage.